Event description:
A malfunction was reported on the pump, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump as they did not have the charger and planned to call back when ready to reset.